Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection in pump location. A new inflatable penile prosthesis consisting of 18cm x 12mm cylinders, pump, and reservoir were implanted. Additional information received indicated the patient experienced pain. The patient outcome was reported as good.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection in pump location. A new inflatable penile prosthesis consisting of 18cm x 12mm cylinders, pump, and reservoir were implanted.